Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective sample probe which was hitting the edge of the cuvettes and wash well. The fse replaced the sample probe to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for glucose (glu), urine cerebrospinal fluid protein (ucsfp), creatinine enzymatic (crez), and blood urea nitrogen (bun) on one (1) urine patient sample on their au680 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. Patient demographics were not provided.